Event description:
Further it was reported that cerclage wire was not affected during the surgery. The surgery was completed successfully. There was no surgical delay or patient harm reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: manufacturing location: rti surgical packaged by: monument; release to warehouse dates: 26-jun-2015 quantity (B)(4), 28-sep-2015; quantity (B)(4); part number: 03.221.015 lot #: p204209 cable tensioner with pistol grip (non-sterile); lot quantity: (B)(4); parts are received from rti surgical and receive an incoming final inspection at the monument facility. Purchased finished goods travelers met all inspection acceptance criteria. Incoming final inspection sheet met all inspection acceptance criteria for both batches certificates of conformance supplied by rti surgical dated 17-jun-2015 and 15-sep-2015 were reviewed and found to be conforming. Packaging label logs were reviewed and found to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Complaint condition: the cable tensioner appeared to be functioning incorrectly in a case on friday 13/07. The wire was not passing through the tensioner correctly and the reset mechanism was not releasing consistently. Customer quality investigation: the following investigations were performed: device interaction/ functional: device condition: visual inspection performed at customer quality (cq) observed no visible defects on the device except for the minor worn surfaces which would not affect product functionality. No issues were observed on the reset mechanism functioning. Furthermore, functional inspection performed at customer quality using the gage pins of diameter equivalent to cable diameter showed no issues in gauge pins passing through the cable cannulation. Therefore, the complaint condition was not able to be confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (time of manufacture to current): top-level. No product design issues or discrepancies were observed. Dimensional inspection performed on the cannulation for wire accepted gauge pins of diameter 1.7 mm (gp:32) which is the maximum cable diameter available to use with the given cable tensioner in all cable systems per technique guides. All the technique guides specify in the precaution that ¿the tension of the cable should not exceed 40 kg for the cable ø 1.0 mm and 50 kg for the cable ø 1.7 mm. High tension may cause the cable to tear out of the crimp or cut through soft or osteoporotic bone¿ which confirms that the given device is used with both ø 1 mm/ø 1.7 mm cables. Review of the device history record showed that this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. No definitive root cause was able to be determined. Conclusion: this complaint is not confirmed, and no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during an unknown procedure on (B)(6) 2018, the cable tensioner appeared to be functioning incorrectly. The wire was not passing through the tensioner correctly and the reset mechanism was not releasing consistently. Procedure outcome and patient status are unknown. Concomitant devices: compression/k-wire (part: unknown, lot: unknown, quantity: unknown). This report is for a cable tensioner with pistol grip. (B)(4).